Event description:
It was reported that ongoing malfunction alarms occurred. The customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. The customer received assistance from their mother to perform a correction bolus via the pump to address the bg. Ultimately, the customer reverted to an alternate method of insulin therapy.